Manufacturer narrative:
Additional method codes: sterilization process review investigation:the trima disposable set was received by terumo bct for evaluation. Upon visual inspection, it was confirmed the return reservoir was contained with fluid. The platelet and one plasma product bags had been detached by the customer and not returned with the disposable for examination. One used pas bag remained attached to the set. All the channel line mini pinch clamps were in the closed position and orientated onto the correct tubing lines. The disposable was flow tested using fluid and flow through the disposable cassette and components was verified no blockages were observed. The disposable set was inspected for any kinks, missing parts, occlusions or any other misassembly and none were found. Witness marks present on the lower hex and both the upper and lower bearing indicated that the loop had been loaded optimally. The disposable had been assembled correctly. The run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: nothing prominent was observed in the run data file that explains the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible, though not conclusive, that wbcs may have exited the lrs chamber throughout the procedure. Based on the available information, it is possible that this leukoreduction failure is donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Weight was included due to limitations within internal system. Wbc count is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.